Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported right side rupture. Healthcare professional later reported "capsular contracture baker grade iii, pain, movement limitations, bleeding" diagnosed via ultrasound. Healthcare professional later reported "bleeding means a diffuse generalized release of silicone through the shell". The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6(a), d6(b), g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Healthcare professional later reported "capsular contracture baker grade iii, pain, movement limitations, and bleeding (clarified as a diffuse generalized release of silicone through the shell) will be captured as gel bleed. The device has been explanted and replaced with another manufacturers device. It has been determined the event rupture is not associated with this complaint and will be un-reported.